Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: va28n3y008, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 3550-29, lot# :0220851920, implanted: (B)(6)2020, explanted: (B)(6) 2021, product type: accessory. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 24-aug-2024, UDI#: (B)(4). Product ID: 3550-29, serial/lot #: (B)(4), ubd: 29-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient developed an infection of the wound on the ins implant location. It was unknown if there were any contributing factors. Antibiotics (augmentin) was started on (B)(6) 2021, which didn't help. The device system was explanted and the issue resolved.